Event description:
It was reported the patient experiences pain from the ipg system. The patient has not charged in months and has not used the system in over three months. The patient wants the system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.